Event description:
The subject device was used during a laparoscopic assisted distal gastrectomy and a laparoscopic cholecystectomy. The grasping section of the device was come in contact with the arm of the scrub nurse when the surgeon passed the device to the nurse. And the nurse got burned. It was minor burn. But the device was used for the hepatitis c pt. So, the nurse had an internal medical exam. After that, the nurse continued to work as usual. The procedure was completed with another thunderbeat device.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore, olympus medical system corp (omsc) subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. Based on the reported event, omsc concluded that the reported event occurred since the probe became hot after activating and the hot probe was contacted with the pt body.